Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy pad of the lifevest. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's physician prescribed triamcinolone 0.1% for the skin irritation. The patient confirmed that the skin irritation is improving with the use of the medicated cream.